Manufacturer narrative:
Information was received via medwatch (B)(4). This report will be amended when our investigation s complete.

Event description:
It is reported that the drill bit broke during use.